Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer changed the syringe needle and reloaded the same cartridge. Customer's blood glucose level was 206 mg/dl.